Event description:
Additional information received indicated that programming changes were successfully made to resolve the reoccurrence of post-paced t-wave oversensing. The patient remained stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported will continue to monitor. The patient was in stable condition.

Event description:
New information received indicated that the patient's implantable cardioverter defibrillator (ICD) exhibited a reoccurrence of post-paced t-wave oversensing. No intervention was performed, and the patient was stable.